Event description:
Patient reported presenting to ER in 2007 with complaint of pain, burning and redness in the left eye. The patient's eye was stained with fluorescein dye and diagnosed with a "corneal abrasion left eye, eye patch, ophthalmologist, vigamox q4hrs, pain med if required." The patient presented to an ophthalmologist for a follow up ER referral the next day. Chart indicates: "3+ injection, 2+ fibrin reaction in ac os. Drawing depicts 6-7mm ft stromal infection. Grade 4 k-ulcer-os. Cl associated ulcer-os. Atropine gtts were instilled in the os. D/c vigamox. Start zymar every 5 minutes os. Compound called in for fortified gtts. Alternate all 3 gtts every 15 minutes." Follow up with ophthalmologist the following day: "vision improving since this am os cf 1 ?'. 4+ injected. Lg k ulcer. Hypopion larger. Fibrin in ac larger. Pt presents for 1 day f/u. Pt doing well with gtts, lots of blurriness. Sup-less dense hypopion/ fibron. Dx prog disc with pt. All questions answered. Start gtts every 30 minutes alternating." Follow up visit the next day: "no changes in va cf 2'. Small hypopion. Ulcer slight improved. Good red reflux. 4+ inject, fluffy hypopion. Start p.f. Q2hrs. Rto 1 day." Follow up visit the next day: "no change in va cf 2'. No pain. Thinning below apex of ulcer, hypopion 80-90% clear. Neovasc. Sup. Less dense-improving. Red refex. Cont. Obs." Follow up the next day: "no change va 20/400 dark. + sl recession of blood vessels. Less thinning inf. + clearing sup. K-ulcer improv-os. Atropine today os. Zymar/vanco/ceftazidine every hours and one half. Pf every 2 hrs." Follow up three days later: "redness down. Va 20/400. Continues to show circumferential cleaving of ulcer. Cont. All gtts the same." Follow up the following two days: "feeling better. Va 20/200. Ok to return to work. Cont gtts no changes." Drawing depicts central epithelial defect including 1 cell present in anterior chamber of left eye. Follow up seven days later: "doing much better. No pain. Bcl placed in os. Pf qid os. D/c ceftazadine. Alternate vanco/zymar every 2 hrs." Drawing in chart depicts 2-3 mm central epithelial defect. Follow up five days later: "va 20/200. Dx and prog. Disc. With pt. Pf bid. Cont. Other gtts." Drawing depicts 0.5mm "almost epithelialized spot" at ulcer location. Follow up two days later: "doing well! Va 20/150 -1. D/c vanc. Zymar qid. Pf bid." Drawing in patient's chart depicts scar. Follow up five days later: "improving slowly! Decrease zymar tid. Cont pf bid. Leave bcl in place." Follow up four days later: "va 20/200. K-scarring with epi-irreg no active infection. Cont pf bid. Zymar tid." Follow up five days later: "pf qd. Zymar bid os." Follow up six days later: "va 20/200. Va seems to be more blurred. Zymar qhs." Follow up the next month: "pt feels stable. No changes. Va 20/400. Pf qhs. May see corneal specialists. Rtc 1 mo. "No further information is available at this time.

Manufacturer narrative:
Device labeling single use or reuse. The product in question was discarded and not available for return. A lot history was performed indicating that the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed.